Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the bottom lip. Patient developed a vascular occlusion the same day. Patient was immediately treated with hyaluronidase continuously for 2 hours. Patient was also given a warm compress, aspirin and nitropaste. At the 2 hour mark, symptoms were progressing and patient was referred to a local plastic surgeon that treated the patient with a larger dose of hyaluronidase. Patient was also hooked up to an IV for fluids and prednisone. Patient was also provided with a blanket and oxygen. Patient had additional large doses of hyaluronidase for another 2-3 hours. Post care, the patient was given nitro paste, aspirin and antibiotics. Patient was reviewed 3 days later and appears to be good. The occlusion has resolved and all that remains is bruising that will take a couple of weeks to heal.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional is available at this time. The events of vascular occlusion and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications; do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects; the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: haematomas. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the bottom lip. Patient developed a vascular occlusion the same day. Patient was immediately treated with hyaluronidase continuously for 2 hours. Patient was also given a warm compress, aspirin and nitropaste. At the 2 hour mark, symptoms were progressing and patient was referred to a local plastic surgeon that treated the patient with a larger dose of hyaluronidase. Patient was also hooked up to an IV for fluids and prednisone. Patient was also provided with a blanket and oxygen. Patient had additional large doses of hyaluronidase for another 2-3 hours. Post care, the patient was given nitro paste, aspirin and antibiotics. Patient was reviewed 3 days later and appears to be good. The occlusion has resolved and all that remains is bruising that will take a couple of weeks to heal.